Event description:
It was reported that a spectrum pump had a medication dosing error during an infusion. The customer stated that there was a medication error where the patient was supposed to receive half the total volume of a premixed metronizithol solution. The nurse programmed the pump to infuse half the volume of the solution bag, but did not set up a required automatic call back. The total volume of the solution bag was infused into the patient. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). A device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If a device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.